Event description:
During a coronary angioplasty procedure to treat a 90 percent stenotic lesion in the 1st diagonal branch, friction was felt while advancing the 2.5 x 18mm cypher stent inside the guiding catheter. Once the device exited the catheter and reached the proximal segment of the left main artery, resistance was felt at the proximal end of the stent. Therefore, the physician decided to withdraw the stent delivery system from the left main artery back into the guide catheter but was unsuccessful at doing so. So, the physician then removed the guide catheter and stent deployment system simultaneously from the patient successfully and confirmed that the proximal end of the stent was flared. A launcher sl4 guide catheter (medtronic) was used during the procedure. Pre-dilatation was conducted using a 2.0 x 9mm maverick balloon at 10atms. The vessel was slightly calcified but not toruous. It is unknown if this lesion was previously treated. There was no reported patient injury.